Manufacturer narrative:
The evaluation showed, that one bolt is loose (top of posterior link) . No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screw pulled out by itself. The patient did not fall.